Event description:
The rep. Reports that during the use of the harmonic scalpel hand piece with an lcsc5 solid tones were heard. Regular troubleshooting steps were taken without success. A second hand piece was opened and used to finish the case, and there was no consequence to the pt.